Event description:
It was reported that vessel perforation occurred. A v-18 control wire was advanced during a pressure sensor implant; however, a vessel was perforated by the guide wire. The patient began coughing up blood and a computed axial tomography scan was ordered upon procedure completion. The bleeding was resolved by inserting a wedge pillow under the patient and applying suction in the throat. No further patient complications were reported.